Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The user was instructed to evaluate the system power supply and to also remove and reseat the interconnect cable. The system was tested and found to be working as intended and put back into service.